Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in (B)(4), during inflation of a sapien 3 valve by tf approach in the aortic position, there was a leak on the y-connector of the commander delivery system and the valve could not be fully inflated. A new inflation was tried without success. The valve embolized into the ascending aorta where was fixed. The delivery system was withdrawn and another 26 mm sapien 3 valve was implanted with another system with good outcome. There was no consequence for the patient.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-02522. The delivery system was returned to edwards lifesciences for evaluation. The returned delivery system was visually inspected. A bend was present in the balloon shaft near the y-connector. After functional testing, the balloon shaft strain relief was removed and a break was observed in the balloon shaft. The break is at the location of the bend. No other abnormalities were observed. During functional testing, with the strain relief in place, a leak was observed during balloon inflation as fluid was observed exiting from underneath the strain relief distal to the y-connector. The outer diameter of the balloon shaft just distal to the break was measured as an undersized or oversized od at this location would be indicative of a potential manufacturing non-conformance during the processing of the balloon shaft component. The od of the balloon shaft was measured and met specification. The work orders for the complaint device, and the components that affect the movement of the balloon shaft and y-connector were reviewed and did not reveal any manufacturing related issues that could have contributed to this complaint. A review of complaint history from august 2015 to july 2016 revealed other returned complaints confirmed for commander delivery systems with leakage distal to the y-connector. This issue is a previously identified manufacturing/device issue associated with a pra and a CAPA. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system did not exceed july 2016 control limits for the trend category of ¿leakage¿. No IFU/training deficiencies were identified. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft distal to the y-connector and underneath the volume indicator strain relief was observed. A CAPA has been opened to investigate and implement necessary corrective actions. The investigation did not reveal any evidence to support an edwards lifesciences manufacturing process contributed to the issue. This crack could only be duplicated when the balloon shaft was subjected to a sudden compression load, which is not representative of clinical use conditions. The issue was determined to be related to the fracture of the balloon shaft of the delivery system at the reflow joint. As detailed in the CAPA file, ¿inadequate product design¿ for this failure mode was identified as a root cause. The design of the shaft is owned and was developed by edwards lifesciences; however, balloon shafts are manufactured by an outside supplier. The commander balloon shaft has been re-designed with a reflow joint at the proximal section to step down the diameter of the shaft in order to facilitate fit of the y-connector inner diameter. At the supplier, segments of nylon are fused together during a reflow process. A joint where two segments had been reflowed together was determined to be the location of observed cracks. Under high impact compressive load, the joint is susceptible to fracture causing a leak path in the shaft. The manufacturing configuration of the component was determined to have likely contributed to the crack. A modification to this manufacturing configuration was identified as a preventative measure. The CAPA is currently in the control phase. Corrective actions included a change to the balloon shaft¿s reflow joint configuration to prevent further occurrences of fracture. The new tubing configuration includes a continuous section of tubing (internal strain relief) underneath the proximal vestamid reflow joint to mitigate a leak caused by damage to the balloon shaft near the y-connector. The updated balloon shaft component was introduced in april 2016. This implementation occurred after the complaint device was manufactured.